Event description:
It was reported that the door latch made an excessive clicking noise and movement when being opened and closed fully. Additionally, the spring near the upstream occlusion sensor seal did not move up or down. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal and that the reported issue was caused by a stuck cassette detector pin. The dso seal was replaced, and the cassette detector pin was fixed.